Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) turned off the device, removed the back panel, disconnected and reconnected the row board cable from the drawer controller cable and cubie trays to resolve the issue. Fse locked the back panel, turned on the device, performed hardware test application and the medstation application was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a device not detected on bus error. The customer attempted to recover the failed drawer and reboot the device; however, it continued to indicate that maintenance was required. The customer also shut down the station by unplugging and reconnecting the power cord, attempted drawer recovery again, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.